Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.